Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of palpebral ptosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma in the right temporal region (t1). Patient developed palpebral ptosis. Patient was treated with corticoid and hyaluronidase (twice). Patient had partial improvement of symptoms.